Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found external insulation abrasion due to friction exposing the outer coil at 8.5cm to 8.7cm from the connector pin. The cause of the external insulation abrasion is consistent with friction to the device can.

Event description:
This report is to advise of an event observed during analysis.